Event description:
It was reported that the pt was treated in the cardiovascular lab on three different occasions. An angio-seal was deployed in the right femoral arteriotomy for the first procedure and another angio-seal was deployed one day later for the second procedure. Two days later, the third procedure was performed and the procedure sheath was sutured into place post procedure. The pt developed acute right lower limb ischemia. The pt was referred to vascular surgery for repair of the artery. The pt was recovering.

Manufacturer narrative:
No product was returned. A review of the lot history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.